Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered an error 86 when starting up the system. The reported error was related to the master supervisory controller (msc) which indicated an issue with the intuitive power distributor. The customer had restarted the system but the issue remained. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the issue occurred prior to port placement and that the procedure was completed with the original configuration.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the redundant power tray assembly core to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The redundant power tray assembly core was analyzed and found to have electrical and fiberoptic defects. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.